Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual and optical examination of the returned implant identified one of the implant retaining bone screws appear to have been implanted in a nearly flat trajectory, as evidenced by the major thread diameter material deformation on the posterior portion of the implant screw boss. Witness marks are noted on the nitinol wires, suggesting screws may have come into contact with the anti-migration features during attempted implantation. Due to the trajectory, the bone screw may not have been correctly oriented in screw boss pocket, and therefore may not have been fully retained behind locking wire. Asymmetrical deformation of the countersunk screw hole suggest inappropriate orientation of the bone screw head, with part of the screw head driven too far into the implant screw boss, resulting in boss deformation. The above observations are consistent with inappropriate screw trajectory of one of the bone screws during attempted implantation.

Event description:
It was reported that the screw hole on the implant was deformed when placing the screw through it. It made it so the screw would not lock into the device properly. The implant had to be rejected. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.